Event description:
The rptr did meter to hcp meter comparison tests, side by side, within 10 mins. The results were 25 mg/dl on the meter, and the hcp meter (type unknown) result was 160 mg/dl. Rptr did not have any symptoms. No harm was alleged. Follow-up attempts to contact the rptr have not been successful.